Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient had replacement surgery after falling down a flight of stairs. The caller was not sure, but he stated he thought they were told that something became disconnected or loose after the fall. The revision occurred in (B)(6) 2016. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating that the cause something becoming disconnected or loose after the fall was not known. No further complications were reported or anticipated.